Event description:
In my 20's an interventional radiologist put coils in my ovarian veins to help treat pelvic congestion. Two years ago, in 2023 one of my kidneys was failing and my urologist figured out that a coil migrated to my ureter and was closing off function to my kidney. He was not sure he would be able to save my kidney. He also thought I would have to be cut open surgically but promised to try laparoscopically first. He and his team performed robotically and were able to retrieve the coil and a few others. This was the scariest time in my life! It took months to get approval and many tests to get a clear diagnosis. My kidney function is normal and I go for a renal scan once a year. Recently I went for a chest xray and the tech asked if I had a belly ring, I said no, why? She said I see metal in your spine area. I saw it on the xray and my heart dropped! Not again!! Two years later another coil migrated. My primary dr. Just put in for a CT of my abdomen. Waiting for insurance to authorize. Here we go again I was never told that the coils could migrate and cause so much damage. Patients need to be informed properly! This is horrible.